Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the bacterial peritonitis was reported to be due to food; however, this could not be clarified, therefore the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The patient was treated with unspecified medication (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis. Dianeal therapies remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was not responding to peritonitis treatment, and it was indicated to remove the pd catheter and transfer the patient to hemodialysis. Seven days prior to receipt of this report, dianeal therapies were discontinued. On the same day, the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event.should additional relevant information become available, a supplemental report will be submitted.